Manufacturer narrative:
The alleged complaint could not be confirmed. This 77-year-old patient was revised approximately 60 months after the primary operation due to alleged aseptic device migration. The revised implants (etpkn4sl lot 1815721, efsrn5pl lot 1783005, eis4p10l lot 1785780) were not returned. The complaint investigation for eis4p10l lot 1785780 was not investigated due to being unrelated to the complaint and closed, but it was still included within the incident group. These lots were manufactured in 2019 (1815721) and 2018 (1783005). Review of the design history record (DHR) for the subject lot indicates that these parts met all established acceptance criteria throughout the manufacturing process. A review of historical complaint data confirms there is no trend for this manufacturing lot, however, mpo identified a trend for aseptic device migration involving evolution® tibial bases and evolution® femoral implants at the time of this complaint. Device migration is a known possible adverse effect of microport knee systems and is captured within mpo risk management and relevant knee systems package insert. Conclusions regarding the cause of device migration cannot be made for this case. Trend analysis reveals a large spike in complaints for device migration involving this product family was captured during april 2025. The majority of these reports are from a german registry source without any product or lot identifying information or other details regarding each instance. There were not any trends identified for the known manufacturing lots for complaints in the trend period. Dfmea comparison shows no changes in occurrence level. Without more information, mpo is unable to determine if the implant is the cause of the migration. Therefore, no further action is required at this time.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, aseptic device migration. Italy: (B)(6) 2025.